Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report of a system error (se) 2240 in initial drain. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. The patient extension lines were used. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies like leaks. Proper procedures per the user manual were reviewed with the caller. Technical service representative (tsr) explained the alarm and asked the home patient (hp) if he was connected, hp stated yes. Tsr asked if hp started the initial drain before he connected. Hp stated no. Tsr had the hp check the patient line for air, hp stated no air in the line. Tsr had hp cycle the power, hc alarmed se 2240. Tsr had hp turn off the machine. The tsr had hp close all the clamps and disconnect from the machine the normal way. Tsr had hp cycle power, hc went to press go to start, tsr had hp open the cassette door and check the cassette for leaks. Hp stated the cassette was ok. Tsr instructed the hp to discard the supplies and start over with new supplies.